Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The expired reagents with customer created false qr codes were removed from the system. Manipulation of the reagent barcodes in order to bypass the software in order to utilize expired reagent is both unsupported and considered off-label use. The cause of the event is use error. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer has been using incorrect qr codes to use expired reagents on their atellica ch 930 analyzer. The customer tapes a false qr code over the existing qr code on the reagent bottle. It is unknown if any discordant patient results were obtained due to this event. There are no known reports of patient intervention or adverse health consequences due to this event.